Manufacturer narrative:
Additional information has been received for this event. There is also more information on the device evaluation. This supplemental report is being submitted to provide this information. Initial reporter job title is center director. The event occurred prior to procedure during set up. The procedure was performed in another room. There was no patient involvement for this event. The device was inspected by olympus representative and the only abnormality noted was no image on the screen. Connections were checked and found to be secured, settings were found to be correct, and there were no error messages associated in this event. No physical damage to unit or socket connection. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The device has not come in for repair in the past year. The device in question has been manufactured more than six years ago. Since the no image issue was not duplicated in the device evaluation, it is likely the cause of the problem was that the user connected the electric contact of the video connector socket part in a state where there is not enough drying and foreign matter (chemical liquid residue, water dirt, sebum dirt, dust, gauze spray, etc.), and that the endoscopic image resulted in the symptom which was not the endoscopic image. The instructions for use includes the following statements: irregularity description: the endoscopic image does not appear on the monitor. Possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the device.

Manufacturer narrative:
There is no additional information for this event as yet. Event date is not known supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was not confirmed. Upon inspection and testing, the user¿s complaint was not confirmed. All test scopes were used and device was left on for an hour. Device passed all inspection checks. Only some buildup of dust and lint around all the connectors and vents which is cleaned up.

Event description:
As reported for this event, during an unknown procedure the device yielded no image, just a white screen. There is no reported harm or adverse impact to the patient.